Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection fortum (intraperitoneal (ip), 500 mg, frequency and duration not reported), reflin (ip, 500 mg, all bags, duration not reported), tablet metrogel (dose, frequency and duration not reported) and amikacin (250 mg, once daily, route and duration not reported). At the time of this report, the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis manifested by cloudy effluent. The treatment with amikacin was ongoing. Should additional relevant information become available, a supplemental report will be submitted.